Event description:
Patient reported obtaining back to back blood glucose results of "lo" (<10 mg/dl) and 85 mg/dl , while using the suspect device. Based on these results, patient had a glass of orange juice. No patient injury reported and no treatment was received. Quality contronl testing had not been performed on the device. Technical support request the return of the suspect product and replacement product was shipped.